Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the right ventricular (rv) lead exhibited high frequency continuous noise. During follow-up there were three more episodes of the same type of noise that was reproducible with patient's deep breathing. The lead was reprogrammed and later explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.